Event description:
It was reported that the patient was dizzy and the atrial rate was very slow and the pulse rate was approximately forty in this patient in complete heart block. The lead right ventricular lead was in vdd mode and there was loss of sensing when sitting. The physician reprogrammed the lead to vvi mode. The lead remains in use. No further complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.